Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a patient newly admitted to the neonatal intensive care unit (nicu). Sodium acetate with heparin was infusing through the uac. Per report, the lines were primed with the transducer and checked for air; no air was found in the tubing at that time. About 10 minutes later, air was found to be in the IV tubing waiting to be attached to the uvc catheter where starter total parenteral nutrition (tpn) dextrose 10% (d10). This line was unclamped and flushed through a second time until all air bubbles were out before being connected to the uvc. Once the provider ordered the dextrose 20% (d20) piggyback infusion, the d20 fluid was connected to the y port on the tpn d10. The pump at that point "kept alarming as occluded". The tpn d10 and d20 line were double checked and both lines were found to have air in the tubing. The lines were unhooked from the patient and flushed again until all air was out of the tubing. The tubing was then checked again by another rn and physician to verify no air was in the tubing before being reconnected to the uvc. A uac was not able to be established so the sodium acetate with heparin infusion was to be connected to another port of the uvc line. The sodium acetate was looked over for any air in the tubing, as it had been sitting clamped and capped for about an hour since being primed. Air was found in the tubing of the sodium acetate. The lines were flushed again until all air bubbles were out. Air bubbles kept appearing in the tubing near the ports and running down the line while fluids were running. Staff were unable to get the line to stop having air bubbles. A new tubing/solutions set was used. The new set of tubing/IV bag of sodium acetate did not seem to have any problems with air bubbles, even after running for a bit of time. There was no patient harm. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that they have not yet "identified" the pump.

Manufacturer narrative:
Correction: describe event or problem. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an occlusion alarm event 3 was not determined because no products or device logs were returned.

Event description:
It was reported that on 06 january 2025, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a patient newly admitted to the neonatal intensive care unit (nicu). Sodium acetate with heparin was infusing through the uac. Per report, the lines were primed with the transducer and checked for air; no air was found in the tubing at that time. About 10 minutes later, air was found to be in the IV tubing waiting to be attached to the uvc catheter where starter total parenteral nutrition (tpn) dextrose 10% (d10). This line was unclamped and flushed through a second time until all air bubbles were out before being connected to the uvc. Once the provider ordered the dextrose 20% (d20) piggyback infusion, the d20 fluid was connected to the y port on the tpn d10. The pump at that point "kept alarming as occluded". The tpn d10 and d20 line were double checked and both lines were found to have air in the tubing. The lines were unhooked from the patient and flushed again until all air was out of the tubing. The tubing was then checked again by another rn and physician to verify no air was in the tubing before being reconnected to the uvc. A uac was not able to be established so the sodium acetate with heparin infusion was to be connected to another port of the uvc line. The sodium acetate was looked over for any air in the tubing, as it had been sitting clamped and capped for about an hour since being primed. Air was found in the tubing of the sodium acetate. The lines were flushed again until all air bubbles were out. Air bubbles kept appearing in the tubing near the ports and running down the line while fluids were running. Staff were unable to get the line to stop having air bubbles. A new tubing/solutions set was used. The new set of tubing/IV bag of sodium acetate did not seem to have any problems with air bubbles, even after running for a bit of time. There was no patient harm. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that they have not yet "identified" the pump. Bd received additional information regarding tubing set up: bd tubing ref 2426-0007, lot# 24109078 was used. The IV solution (bag) was spiked using the IV infusion sets listed. The IV line was primed by gravity then the tubing was placed in the alaris pump. Umbilical artery catheter (uac) lines were to be used for monitoring blood pressure and blood sampling. To accomplish this, the distal end of the IV tubing was attached a transducer. Transducer used was ICU medical (manufacturer), model# 42801-24. At the distal end of the transducer tubing were one 3-way stopcock with a syringe attached to one port was added. This is part of the ICU medical transducer set. The set comes with two stopcocks, but staff removes one. The line was then attached to end of the uac which led to the baby.